Manufacturer narrative:
The event represented is not addressed in the device labeling. The initial customer svc ctr (csc) investigation and subsequent instrument investigation by a field svc rep (fsr) could not identify a conclusive probable cause for this complaint. Further investigation was performed including a review of the customer returned message history log and liquid level sense (lls) logs. The lls logs could not be retrieved from the returned disk. Based on a review of complaint text, the fsr investigation, and the customer's returned message history log, an assignable cause could not be determined for this complaint. Analysis of complaint trending was performed during the investigation. There were no adverse trends observed in either 12 mos overall complaints versus axsym analyzer or in pt results complaints. This is the final report.

Event description:
On 09/12/1997, the account rec'd an erratic result for the bhcg assay, which was tested on the axsym analyzer. A sample from a pregnant pt, who was being monitored for bhcg, was initially run undiluted in a primary tube. A result of 270.15 mlu/ml was given, which was flagged by the lab computer because the pt had a previous bhcg result of 50,000 mlu/ml on 09/10/1997. The account retested the sample undiluted and a result of > 1000 mlu/ml was given. A 1:200 autodilution was run on the sample and a result of 48,263 mlu/ml was given, which was reported. The pt's current condition is unk. No report of injury. According to the account, the plasma sample was run after it was drawn and it had not been previously refrigerated or frozen. Sample integrity was not provided by the account.